Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered an issue with their infusion set insertion. After completing the insertion process, they realized they had forgotten to remove the needle guard. No further information available.